Event description:
It was reported that during a bronchoscopy procedure for diagnosis, the pullwire broke when closing the forceps to take the biopsy. The pullwire remained attached to the forceps and was retrieved when the forceps were removed from the scope to collect the biopsy tissue. The biopsy was achieved with this forceps and the procedure was considered successful. The pt's condition after the procedure was reported as good and the incident as having no impact on the pt. The device is being retained by the user facility and will not be returned. Since the device was not returned for evaluation, a failure analysis could not be performed and, therefore, it cannot be determined if the product met specifications. A lot history review showed no other complaints for this lot number. User technique and/or pt anatomy may have contributed to this event. However, co is unable to determine the relationship between this device and the reported event.